Event description:
Information received via complaint form is indicated as follows: there were difficulties in inflating the balloon. The signal indicator did not inflate. The balloon kept losing fluid which led to the fms falling out. It is also reported that since the start of product use, the staff has complained of a noticeable stool odor.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the malfunctioned device was removed and another fms was inserted. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.